Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 32mm in length, 3.50mm in diameter, concentric and the de novo target lesion being treated was located in the mildly tortuous and mildly calcified right coronary artery (rca) and left circumflex (lcx) artery. Rotational atherectomy was performed. A non-bsc guide wire was advanced to the lesion. The lesion was predilated with a 1.5 x 12 mm maverick balloon catheter, leaving 80% residual stenosis in the lesion. A 2.75 x 16mm promus element ¿ stent was deployed in the calcified lad. A 3.50 x 32mm promus element ¿ stent was selected to treat the left main and the circumflex artery. During advancing, resistance was encountered and it was noted that the stent slipped off the balloon in an unspecified guide. The device was removed. The procedure was completed with a 3.50 x 38mm promus element ¿ stent. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that it had dislodged from the balloon and had moved proximally along the shaft. The distal half of the stent was damaged with stent struts being misaligned and bunched up. A visual examination of the tip found no issues with its profile. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impressions on it indicating that the stent was crimped per process in the correct location during manufacturing. A visual and tactile examination found no issues with the profile. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 32mm in length, 3.50mm in diameter, concentric and the de novo target lesion being treated was located in the mildly tortuous and mildly calcified right coronary artery (rca) and left circumflex (lcx) artery. Rotational atherectomy was performed. A non-bsc guide wire was advanced to the lesion. The lesion was predilated with a 1.5 x 12 mm maverick balloon catheter, leaving 80% residual stenosis in the lesion. A 2.75 x 16mm promus element stent was deployed in the calcified lad. A 3.50 x 32mm promus element stent was selected to treat the left main and the circumflex artery. During advancing, resistance was encountered and it was noted that the stent slipped off the balloon in an unspecified guide. The device was removed. The procedure was completed with a 3.50 x 38mm promus element stent. No further patient complications were reported and the patient's status was stable.